Manufacturer narrative:
Concomitant product: c3 interface cable - therapeutic, us catalog #: cr3434ct, lot #: unknown. Smartablate generator, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter. The right pulmonary vein isolation was completed. During the left pvi, the temperature spiked several times and the smartablate generator stopped ablation. The thermocool® smart touch® sf bi-directional navigation catheter was removed and a clot was observed on the catheter. The thermocool® smart touch® sf bi-directional navigation catheter tip was black and burnt. Settings were changed from 4 mm to thermocool sf. Temperature spiked again in the same way. The thermocool® smart touch® sf bi-directional navigation catheter was exchanged and the issue persisted. The c3 interface cable - therapeutic was exchanged and the issue resolved. The procedure was completed without patient consequences. The temperature issue was assessed as not reportable as the system stopped ablation when the temperature reached the cut-off value. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The clot was assessed as a reportable malfunction.

Manufacturer narrative:
Originally, it was reported that the thermocool® smart touch® sf bi-directional navigation catheter was removed and a clot was observed on the catheter. The thermocool® smart touch® sf bi-directional navigation catheter tip was black and burnt. Additional information was received on (B)(6) 2018 stating that the substance was either a clot or char. The clot was originally assessed as a reportable malfunction and since it has not been clarified that it was not a clot, this issue remains a reportable malfunction. Manufacturer¿s reference #: (B)(4).

Manufacturer narrative:
Additional information was received on the event on 10/22/2018. During the left pulmonary vein isolation, the temperature spiked to 573 degrees celsius when the ablation was conducted, and the generator stopped ablation. The generator was in power control mode when the issue occurred. The patient received anticoagulant (unspecified) during the procedure. No error message was observed and no product problem was seen. There was no information provided if there were any issues related to temperature or flow on the catheter. Investigation summary: it was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident. In addition, a clot was observed on the catheter. The smarttouch catheter tip was black and burnt. The device was visually inspected and a clot was found on the catheter tip. The magnetic sensor was tested on the carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the clot observed could be related to the procedure; however, this cannot be conclusive determined. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 14, 2018 stating that an unspecified point post-procedure, the patient developed cerebrovascular accident. It is unknown if medical/surgical intervention was required. There¿s no information regarding patient¿s outcome and physician causality opinion. Therefore, updated is adverse event, is life threatening, patient codes and type of reportable event. The biosense webster inc. Failure analysis lab received the device for evaluation on september 20, 2018 and it was returned in the condition reported ¿clot was observed on the catheter¿ as there was reddish material on the catheter tip. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Therefore, updated device available for evaluation, is device returned to manufacturer and date device returned to manufacturer. The device history record (DHR) was provided on september 20, 2018. The DHR for the lot number 30017669l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Therefore, added ¿analysis of production records¿ in method codes. Manufacturer's ref. No: (B)(4).